Event description:
It was reported that a spectrum pump would not pass the upstream occlusion testing. The customer stated that the upstream occlusion test was performed per the spectrum preventive maintenance procedure and would not alarm for an upstream occlusion until 15-20 minutes while delivering at a rate of 100ml/hr. The customer performed the test again with a new IV set and the pump alarmed for an upstream occlusion within one minute. The customer was instructed to allow the IV set to reset after occluding and perform the test again. The customer stated that the test was performed, allowing the tubing to rest, and the pump performed within specification.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, a supplemental report will be submitted.